Manufacturer narrative:
Internal complaint reference: (B)(4). H11 h3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a meniscus repair, when sewing and tighten the suture, t fells off from the suture of the ultra fast fix. Procedure was completed with a back up device and it is unknown if there was surgical delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case-(B)(4). H11 a1: patient information updated.

Manufacturer narrative:
Internal complaint reference (B)(4). H11 b5 and h6: event description and codes updated.

Event description:
It was reported that during a meniscus repair, when sewing and tighten the suture, t2 fells off from the suture of the ultra fast fix. Both ts were removed from patient with suction. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H11 h3, h6 part of the reported device was received for evaluation. A visual inspection revealed it was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were not returned. The variable depth straw was not returned, and bio debris is present. A functional evaluation could not be performed because both implants have already been deployed. An evaluation of the customer provided image was performed and found the ultra fast-fix assembly - curved next to the box. The needle and part of the shaft can be seen. No suture or anchors are visible in the picture and no defects can be confirmed. It is not possible to confirm the t2 falling off from the suture. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.